Event description:
The customer reported an intermittent speaker error with no sound. A speaker malfunction inop is displayed on the screen. It is unknown if the device was used for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.